Event description:
It was reported that error code 5 occurred during a lap nissen fundoplication. The disposable was replaced, but the same error occurred. The device was re-torqued, but problem persisted. The cord was unplugged and plugged back in and the handpiece started working. The case was completed successfully with no patient consequence.